Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt no stimulation starting (B)(6)-2013. All the settings/program were cleared on the patient programmer. The programmer was reprogrammed on (B)(6)-2013 and issue was resolved without sequelae.